Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator changeout procedure, the ventricular lead exhibited an insulation anomaly. No intervention or patient symptoms were reported. The patient would be monitored.

Event description:
New information indicated the lead exhibited good measurements. The lead remained implanted.